Event description:
The first coil could not be detached using the detachment handle. The hospital explained that the handle did not grab hold of the coil pusher assembly. The first coil was detached manually, the handle was put aside and another handle was used to detach the rest of the coils.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Two lot numbers were provided as possibly being associated with this device. The hospital could not confirm which lot number was associated with the device in question. Therefore, the manufacturing records for both lots were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.